Manufacturer narrative:
(B)(4).

Event description:
The healthcare professional (hcp) reported through a manufacturer representative that two error codes were observed when interrogating the patient's implantable neurostimulator (ins) with a physician programmer. It was stated that the patient's ins had turned off and when the device was interrogated both the error code "0x400 and 0x0" were observed and it was "impossible to proceed with the programming session." The hcp then resynchronized with the physician programmer and was unable to continue with the verification and programming. It was noted that since that time 'everything seemed to be ok with the patient" and the ins battery was "running normally." Additional information has been requested regarding patient symptoms and device details; a supplemental report will be filed if additional information is received.